Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : the device was not returned yet.

Event description:
It was reported to vyaire medical that a low peep (positive end-expiratory pressure) alarm has occurred on the avea ventilator. There is no information of patient involvement associated with the event as of this time.